Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four years and seven months of post deployment, the patient presented with complaints of abdominal pain in right lower quadrant and the pain radiated towards the back. A computed tomography of abdomen and pelvis was performed in the same day. The study showed presence of an inferior vena cava filter. Around, eleven months and three weeks later, a computed tomography of abdomen and pelvis was performed for right flank pain and gross hematuria. The study showed that an inferior vena cava filter was relatively riding just above the level of the renal veins. The computed tomographic images were reviewed, and the study showed that the filter was located at upper l2 to upper l3 vertebral body and there was 16-degree leftward tilt. The study also showed that there was abnormal position of the inferior vena cava filter as it was present, at and above right renal vein level. The study also showed that there was perforation of the filter beyond the inferior vena cava wall as all twelve prongs penetrated the wall of inferior vena cava and two of the right-sided prongs entered the right renal vein. Also, one left prong intimately associated with aortic wall with possible early penetration and nine of the prongs extended into the retroperitoneal fat approximately 6mm. The diameter of the inferior vena cava immediately above filter was 14 mm. Also, there was no filter strut fracture or bent identified. Around, seven months later, the patient visited in need for an international normalized ratio test. During visit it was planned to check the inferior vena cava filter as the patient¿s computed tomography showed that the filter may be slightly out of place. Around, one year and five months later, a computed tomography of abdomen and pelvis was performed for inferior van cava filter evaluation. The study showed that the inferior vena cava filter was tilted 11-degrees and the apex of the inferior vena cava filter does touch the inferior vena cava wall. Also, the inferior vena cava filter apex was less than 2 cm below the most inferior renal vein. The study also showed that the inferior vena cava filter does perforate the inferior vena cava with 14 mm of strut penetration, a strut involved the renal vein, and one strut contacted the aorta. Also, there were no fractured or bent struts and no significant inferior vena cava stenosis was identified. Another computed tomography of abdomen and pelvis was performed in another facility for filter evaluation. The study showed that there was grade 3 perforation of 5 o'clock strut to abut aorta, grade 2 perforation of the 9 o'clock strut 1.33 cm and the 6 o'clock strut 1.13 cm and multiple grade 1 perforations of the 11, 12 and 2 o'clock struts. Also, there was approximately 8.45-degrees of sagittal tilt and 8.29-degrees of coronal tilt with the apex of filter touched anterior wall of inferior vena cava. The study also showed that there was migration of the inferior vena cava filter with the apex of the filter projected 1.0 cm above the left renal vein confluence. There were no definite fractured or missing struts identified. Therefore, the investigation is confirmed for the filter tilt and perforation of the inferior vena cava (ivc), and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device expiry date: 05/2015.